Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy due to high impedances on their leads. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.